Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17965710. Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7021601. Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7019579. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) batch: 17965710.

Event description:
It was reported that the implantable pulse generator (ipg) was exposed. The patient underwent a procedure where the patient's spinal cord stimulation (scs) system was explanted. The entire scs system was explanted to prevent infection associated with the exposure of the ipg. A reimplantation of the scs system was not performed due to the patient being able to walk without the use of a cane and it was determined that the pain could be alleviated without the use of the scs device.